Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 06/19/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side from the threads to the case seal. Unrelated to the complaint, evaluation revealed that the contrast keypad buttons was intermittently unresponsive, which has no effect on insulin delivery function. The keypad was fully intact; no damage was observed. The keypad cover was removed and contamination was found under the contrast button contact. Also unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.